Manufacturer narrative:
No device associated with this report was received for examination. Review of provided patient x-rays confirmed the reported subsidence and loosening of the tibial tray. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The investigation could not verify or identify any product contribution to the subsidence and loosening of the tibial tray with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address instability, subsidence and loosening of the tibial tray. Loosening occurred at the cement/implant interface. The cement manufacturer is unknown.